Event description:
The article, ¿impact of varc-3 minor access site vascular complications in patients undergoing percutaneous transfemoral tavi¿, was reviewed. The article presents a single center retrospective study aimed to investigate the impact of valve academic research consortium 3 (varc-3) minor access site vascular complications (vc) in patients who underwent percutaneous transfemoral transcatheter aortic valve implantation (tf-tavi). Devices included in this study were edwards sapien valve, sapien-xt, sapien 3 and 3-ultra system (edwards lifesciences, irvine, ca, USA), medtronic corevalve, evolut r or pro (medtronic, minneapolis, mn, USA), portico tavi system (abbott vascular, santa clara, ca, USA), accurate neo aortic valve system (boston scientific, marlborough, ma, USA) and lotus valve system, edge (boston scientific). The article concluded that minor access site vcs during percutaneous tf-tavi can be serious events affecting early and long-term outcomes. [The primary and corresponding author was antonio piperata, medico-surgical department valvulopathies, cardiac surgery, adult interventional cardiology), hôpital cardiologique de haut-lévèque, bordeaux university hospital, 33604, france, with corresponding email: a.piperata88@gmail.com] the time frame of the study was from march 2009 to december 2021. A total of 2161 patients were included in this study with the average age of 83.5 years (84 years for vc and 83 years for no vc) and average gender was male (38.7% for vc and 55.0% for no vc, 110 out of 284 for vc and 1033 out of 1877 for no vc). Comorbidities include diabetes, arterial hypertension, dyslipidemia, smoking, prior myocardial infarction, prior cardiac surgery, atrial fibrillation, peripheral vascular disease, copd, prior neurologic event, prior pacemaker/ICD.

Manufacturer narrative:
Literature article: impact of varc-3 minor access site vascular complications in patients undergoing percutaneous transfemoral tavi. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of impact of varc-3 minor access site vascular complications in patients undergoing percutaneous transfemoral tavi were reported in a research article in a subject population with multiple co-morbidities including diabetes, arterial hypertension, dyslipidemia, smoking, prior myocardial infarction, prior cardiac surgery, atrial fibrillation, peripheral vascular disease, copd, prior neurologic event, prior pacemaker/ICD. Some of the complications reported were stroke, septic shock, pulmonary infection, local access site infection, arrhythmia, cardiogenic shock these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.